Event description:
It was reported that fluoro indicated the svc lead was fractured, proximal to the suture sleeve. It was capped and partially removed. No patient complications have been reported as a result of this event.